Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water droplets were observed falling from the bottom of the arctic sun device while the patient was using it under normothermic therapy (set at 36c). Upon checking the droplets, no acetic acid odor was detected, suggesting condensation. When the temperature control on the self-diagnosis screen was checked, chiller temperature (t4) was found to be set at 36c. Therefore, the device was replaced due to suspected malfunction. Per review of wo on 17jul2025, device was used on patient and there was no patient injury reported.

Event description:
It was reported that water droplets were observed falling from the bottom of the arctic sun device while the patient was using it under normothermic therapy (set at 36c). Upon checking the droplets, no acetic acid odor was detected, suggesting condensation. When the temperature control on the self-diagnosis screen was checked, chiller temperature (t4) was found to be set at 36c. Therefore, the device was replaced due to suspected malfunction. Per review of wo on 17jul2025, device was used on patient and there was no patient injury reported.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. The device was evaluated upon receipt. The chiller pump is failed. Chiller pump to be replaced. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.